Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Neuropace was informed on (B)(6) 2019 that the right depth lead was visible through the scalp. On (B)(6) 2019, the lead was explanted and a previously implanted lead was connected to the rns neurostimulator. No additional information was provided by the treating center.